Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a4; b4; b5; b7; d1; d2; d4; d6a; g3; g4; g6; h1; h2; h4; h6. D10: 00542802019 - articular surface - 62380231. 00541401402 - gender solutions female (gsf) femoral component nonporous size 1, right - 61789867. 00111314001 - palacos rg 1x40 single - 71294252. An investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 1 year post implantation, the patient was revised due to a broken locking mechanism. Additionally, the patient was revised again 3 years later due to another failed locking mechanism. Subsequently, the patient was revised again approximately 6 years later due to pain and disassociation of the bearing from the baseplate. The tibial and femoral components were replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Pictures were provided of both the articular surface and the tibial baseplate with wear damage present. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bones were in normal alignment with no evidence of loosening or effusion. Soft tissues were in normal limits. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned product lot # 61807004 found it to exhibit signs of being implanted scratched / wear and foreign material on the proximal surface. There is no change in the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: unknown - unknown bearing - unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03400.

Event description:
It was reported that the patient underwent an initial right knee procedure on an unknown date. Subsequently, a revision procedure occurred as the natural flex bearing dislodged from baseplate. There was no surgical delay. The surgical technique was utilized. No further event information available at the time of this report.